Manufacturer narrative:
Age at time of event: over 18 years. Device is combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2010, the 75% stenosed, 3.0mm in diameter, lesion being treated was located in the 's' shaped, severely tortuous, severely calcified mid right coronary artery (rca). A 3.00x16mm taxus liberte stent was implanted. In (B)(6) 2010, in-stent restenosis was identified. The physician attempted to position a 3.00x10mm flextome cutting balloon, but was unable to cross the lesion. A pt2 guide wire was inserted, for a parallel wire technique, and the flextome was able to cross the lesion. However, when inflated to 4 atms the balloon ruptured. The procedure was completed with plain old balloon angioplasty, performed with a 3.0x15mm non-bsc balloon. Patient's status is good.